Manufacturer narrative:
After further investigation, it was determined that the issue was due to a clotted sample which was solved by cleaning action. After the customer performed this maintenance action, the system performed as specified. No patient was adversely affected.

Event description:
The customer received questionable results for thirty three patient samples. Of these samples, eight were found to have discrepant results for intact human chorionic gonadotropin + the ss-subunit (hcg+ss) and sixteen were found to have discrepant results for estradiol (e2). On the morning of (B)(6) 2011, the customer discovered that quality control was out of range for all levels and all assays including e2, fsh, lh, hcg+ss, progesterone, prolactin, and tsh. The customer performed cleaning maintenance on the analyzer and then repeated quality control which passed. Patient samples were then pulled and repeated. All initial results were reported outside of the laboratory. All final repeat results below are from (B)(6) 2011 and were considered to be correct. Patient sample one initially resulted as 400.2 miu/ml for hcg+ss. The repeat result for hcg+ss was 551.6 miu/ml. Patient sample two from a (B)(6) female initially resulted as 136.1 miu/ml for hcg+ss. The repeat result for hcg+ss was 180.5 miu/ml. Patient sample three from a (B)(6) female initially resulted as 12.6 miu/ml for hcg+ss. The repeat result for hcg+ss was 21.9 miu/ml. Patient sample four from a (B)(6) female initially resulted as 1174.0 pg/ml for e2. The sample was repeated a first time with a result of 1483.0 pg/ml. The initial result and first repeat were both reported outside of the laboratory. The sample was repeated for e2 a final time on (B)(6) 2011 resulting as 1095.0 pg/ml. Patient sample five from a (B)(6) female initially resulted as 94.1 pg/ml for e2. The repeat result for e2 was 39.3 pg/ml. Patient sample six from a (B)(6) female initially resulted as 1360 pg/ml for e2. The repeat result for e2 was 846.0 pg/ml. Patient sample seven from a (B)(6) female initially resulted as 1.2 miu/ml for hcg+ss. The repeat result for hcg+ss was 3.7 miu/ml. Patient sample eight from a (B)(6) female initially resulted as <0.1 miu/ml for hcg+ss. The repeat result for hcg+ss was 1.2 miu/ml. Patient sample nine from (B)(6) female initially resulted as 55.0 pg/ml for e2. The repeat result for e2 was 40.3 pg/ml. Patient sample ten from a (B)(6) female initially resulted as 132.4 pg/ml for e2. The repeat result for e2 was 27.8 pg/ml. Patient sample eleven from a (B)(6) female initially resulted as 170.1 pg/ml for e2. The repeat result for e2 was 86.5 pg/ml. Patient sample twelve from a (B)(6) female initially resulted as 30.4 miu/ml for hcg+ss. The repeat result for hcg+ss was 50.4 miu/ml. Patient sample thirteen from a (B)(6) female initially resulted as 1533 pg/ml for e2. The repeat result for e2 was 1072.0 pg/ml. Patient sample fourteen from a (B)(6) female initially resulted as 110.4 pg/ml for e2. The repeat result for e2 was 19.6 pg/ml. Patient sample fifteen from a (B)(6) female initially resulted as 2956 pg/ml. The sample was repeated twice resulting as 1912.0 pg/ml and 2020.0 pg/ml. The initial result and two repeats were reported outside of the laboratory. The sample was repeated for e2 a final time on (B)(6) 2011 resulting as 1399.0 pg/ml. Patient sample sixteen from a (B)(6) female initially resulted as 175.1 pg/ml for e2. The repeat result for e2 was 13.7 pg/ml. Patient sample seventeen from a (B)(6) female initially resulted as 83.2 pg/ml for e2. The repeat result for e2 was 7.0 pg/ml. Patient sample eighteen from a (B)(6) female initially resulted as 479.0 pg/ml for e2 . The repeat result for e2 was 106.6 pg/ml. Patient sample nineteen from a (B)(6) female initially resulted as 3012.0 pg/ml for e2 . The repeat result for e2 was 1502.0 pg/ml. Patient sample twenty from a (B)(6) female initially resulted as 58.3 miu/ml for hcg+ss. The repeat result for hcg+ss was 82.4 miu/ml. Patient sample twenty one from a (B)(6) female initially resulted as 498.9 pg/ml for e2 . The repeat result for e2 was 321.4 pg/ml. Patient sample twenty two from a (B)(6) female initially resulted as 86.8 miu/ml for hcg+ss. The repeat result for hcg+ss was 117.7 miu/ml. Patient sample twenty three from a (B)(6) female initially resulted as 124.3 pg/ml for e2 . The repeat result for e2 was 27.4 pg/ml. Patient sample twenty four from a (B)(6) female initially resulted as 244.3 pg/ml for e2 . The repeat result for e2 was 144.4 pg/ml. No patients were adversely affected by the event. The customer stated that patients were at the beginning of an ivf cycle. The customer did not provide the lot numbers and expiration dates of the hcg+ss and e2 reagents. The customer declined service because quality control was in range after cleaning maintenance was performed on (B)(6) 2011. The customer also determined that on the day of the issue, (B)(6) 2011, they received an alarm on a patient sample that was run shortly after they had run their quality control for the day. The alarm alerted the user that there was a problem with the sample. The customer found that this sample had visible fibrin clots.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.